Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 04-jan-2025. H6. Investigation codes: updated. Investigation summary: initial customer report states ¿motor error¿ issue. Complaint was confirmed during motor test; motor was found to have over 6 million revolutions. Additionally, found scratches on lens, dso (downstream occlusion) seal degraded. Motor, dso seal and lens were replaced with new ones, software was updated, and motor rpm odometer was reset. Performance verification test was performed. All tests passed within specifications. Probable cause: the motor over rpm. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a display motor error. There was no patient involvement and no patient harm/adverse event reported.